Event description:
It was reported that the pump of this inflatable penile prosthesis was not refilling as there was a loop in the tubing where the tubing was connected to pump. A revision procedure was performed and the tubing was straightened, so the pump was able to refill again. There were no patient complications reported.